Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified, although the surgeon indicated that during device preparation there was a lack of ocular viscoelastic device used in the associated delivery systems. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that when she encounters lenses shooting into an eye on delivery and rupturing the posterior capsular bag, it is due to a lack of ocular viscoelastic device in the injector system.